Event description:
It was reported that during a laparoscopic sigma procedure that there were misformed staples. Second resection. They took a new instrument to complete the procedure. No further info is available. There was no adverse pt consequence.